Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her husband (the patient) and reported that he had a blood glucose level of "40 mg/dl" at 12:00 am with symptoms of confusion and diaphoresis. The reporter treated the patient with glucose drinks. An unspecified time later, the patient's bg was checked again and a result of "120 mg/dl" was obtained. By 6:00 am that same morning, the patient's bg allegedly dropped down to "35 mg/dl" again with symptoms of confusion and diaphoresis. The patient was treated with glucose drinks which helped to raise his bg to an unspecified level. Prior to troubleshooting the pump, the reporter claimed that the device's date was incorrectly set at (B)(6) 2007. However, the reporter claimed that the pump's time was correct. The reporter admitted that the pump was exposed to an x-ray a week earlier. The patient is on dialysis therapy and no changes were noted. The reporter denied that the patient had any site issues. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed a low bg level and symptoms suggestive of severe hypoglycemia. However, the patient's injury can be possibly attributed to use error since the pump was exposed to an x-ray prior to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/14/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the daily insulin delivery histories were found to be inconsistent due to a time and date change. The pump was exercised for 29 hours with no delivery issues occurring. There was no defect found relating to insulin delivery. Unrelated to the reported bg event, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted, the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.